Event description:
During an esophagogastroduodenoscopy (egd) procedure, three (3) cook instinct endoscopic hemoclips were used to clip a gastric ulcer. The first clip was used successfully. The second and third clips closed onto the tissue site but would release from delivery system. The clips were pulled off the tissue without any harm to the patient. Clips made by another manufacturer were used to complete the originally intended procedure. See mdrs 1037905-2013-00675 and 1037905-2013-00676. A section of the device did not remain inside the patient's body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation conclusions: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. A review of the device history record could not be conducted because the lot number was not provided. Investigation conclusions: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. The instructions for use contains the following precaution - "if clip deployment device is used with endoscope in torqued or retroflexed position, clip deployment difficulties can occur". The instructions for use also states "if separation of clip is not immediate, gently move catheter back and forth or use other endoscopic maneuvers to separate catheter from clip". Prior to distribution, all instinct endoscopic hemoclips are subjected to a visual inspection and functional testing to ensure device integrity. Corrective action: a corrective action has been initiated in an effort to reduce occurrences of this nature. This product was manufactured prior to implementation of this corrective action. Quality assurance will continue to monitor for complaint trends.